Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized for the event and the patient began treatment for the peritonitis with an unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported). Pd therapy was withdrawn during the treatment (date unspecified). At the time of this report, the patient was not recovered from the event. No additional information is available.